Event description:
Patient with kls plate and screws fixated to mandible in 2005. Two mos later, patient presented with malocclusion and a plate on the left side was bent. Three mos later, the patient presented with a total fracture of the plate. One kls plates was fractured and both plates and the 10 screws were loose. The two plates and 10 screws were successfully removed. There was tearing about the lingual aspect. The fracture of the mandible was then placed in good occlusion and three screws were placed.